Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. Device evaluation: a portion of the percutaneous lead (driveline) was received for investigation. The report of low speed and pump stoppage events was confirmed during the evaluation of the returned driveline segment. Examination of the driveine found breakdown of the braided shield adjacent to the metal connector and the terminus of the bend relief. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the brown wire adjacent to the metal controller connector. No additional wire breaches were observed. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed the low speed and pump stop events captured on the submitted log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a compromise to the pump driveline was suspected. The log file captured speed drops and pump stoppages on (B)(6) 2017 while the pump was connected to the power module. The patient was asymptomatic. The patient was given ungrounded patient cables to use with the power module. A distal end percutaneous lead (driveline) repair was completed on (B)(6) 2017. The patient was placed on a grounded patient cable after the repair and the problem could not be reproduced. X-rays were reviewed on site and were unremarkable. The patient was sent home and is doing well. No further information was provided.